Manufacturer narrative:
The pump, s/n: (B)(4), was received and evaluated. During the evaluation it was noticed that the ultrasonic, gearbox, encoder, and rotor assembly were damaged. The parts were replaced and the pump is functioning as intended. Service history record was reviewed, this device was manufactured in 2017. This is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device was over feeding.